Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. During the postoperative follow-up examination on an unknown date, a type I endoleak was observed at the distal side of the left common iliac artery where a contralateral leg endoprosthesis (plc231200j) had been implanted. Also, a type endoleak was confirmed, which reportedly had been present during the initial procedure and had since been monitored. On (B)(6) 2023, a reintervention was performed to treat the distal type endoleak. Following the coil embolization of the left internal iliac artery, two contralateral leg endoprosthesis and an iliac extender endoprosthesis were added in a way to line and extend the previously implanted endoprosthesis (plc161000j+plc231200j), which landed on the left external iliac artery. The distal type endoleak was resolved. The patient tolerated the procedure. No treatment was given to the type endoleak and the patient is being monitored. It was reported that the diameter of the patients¿ common iliac artery was relatively large therefore, a large diameter contralateral leg endoprostheses (plc231200j) was implanted at the time of the initial procedure.

Manufacturer narrative:
H6: b20, the device remains implanted and was therefore not available for engineering evaluation. H6: c19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.